Event description:
On may 5, 2008, boston scientific corporation was informed that a patient, that had a resolution clip device(s) placed in 2007, was experiencing bleeding. The patient had some polyps removed with a cold snare, the clips were originally placed to stop bleeding after this procedure. In a month prior to original month, the patient was readmitted for bleeding. The physician performed a colonoscopy and found 2 clips still present and embedded in the mucosa of the right side of the colon. When "the physician grabbed the end of the clip, the wall tented", the physician did not proceed as he believed this to be the source of the bleeding. The patient underwent a surgical resection to remove the clips. The patient is reported to be doing fine on follow up from the surgery.

Manufacturer narrative:
The device has not returned to the manufacturer and is not expected.